Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off/no power or low battery alarm noted. Unit had scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported by the customer's mother that the customer had a low battery alarm on the insulin pump. Customer's blood glucose level was 187 mg/dl. Troubleshooting was performed and it was advised that the insulin pump will need to be replaced. No additional information provided.